Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown brand of baclofen (500 mcg/ml at an unknown dose) via an implanted pump. The baclofen lot number was requested, but was unknown. The pump's indications for use were intractable spasticity and post spinal cord injury. It was reported that magnetic resonance imaging (MRI) was going to be performed; they were trying to rule out a granuloma. No actual symptoms were reported. An event date wasn't provided. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.